Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user is having problems with small air bubbles in the arterial line. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples and three (3) photos were submitted to the manufacturer for evaluation. Through visual examination, no defects or anomalies were observed. The samples were then subjected to a leak test according to the applicable design input requirements by creating a closed system between the arterial and venous segments and testing under air underwater conditions. The results indicated no failures. Through visual examination of the photos, the presence of air bubbles were observed inside the bloodlines. A review of the discrepancy management system (dsms) database and the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the received samples were within specification and the reported issue could not be observed or replicated. However, the reported issue was observed in the provided photos. An exact root cause could not be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.